Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Analysis of the data logs did not reveal any performance issues. The device was returned. It was confirmed there were suction alarms present based on the rt logs. The product evaluation showed that there was a large clot on the inlet of the device. The root cause of the low pump flow is most likely biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 44-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows despite running the pump at high p-levels. Additionally, the aortic (ao) and left ventricular (lv) signals decoupled. If the p-level was increased above 5, suction alarms would be present. Upon pump explant, a large clot was visualized on the inlet of the device. There was no reported harm to the patient.